Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 15.6cm was returned for analysis. External insulation abrasion was found at 14.4-14.8cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at the same location.

Event description:
It was reported that the patient presented to the or for a lead revision due to low hv impedance and svc thrombus occlusion. Insulation anomaly was also noted. During laser lead extraction procedure the laser sheath dissected the svc at the atrial junction through the right ventricle. Emergency open heart surgery to repair the rv wall and svc was successful.